Manufacturer narrative:
Reported event of the tip detaching. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual analysis of the returned gold probe¿ revealed that the device does not have the distal tip detached. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications. There is no evidence of either the alleged issue or any defect which could have contributed to the event. The most probable root cause classification is "not confirmed." The device history record was performed and no deviations were found.

Event description:
Note: this report pertains to the second of two devices used during the same procedure. Manufacturer 3005099803-2015-00065 captures the first device. It was reported to boston scientific corporation that two gold probe devices were used during an upper endoscopy procedure to treat an active gi bleed in the patient's stomach on (B)(6) 2014. According to the complainant, during the procedure, when the physician removed the device to clean it after the first pass, he noticed that the tip of the gold probe was missing and had been stripped off. Reportedly, the detached piece was not retrieved as it was expected to pass naturally. A second gold probe was used, however; when it was taken out of the scope for cleaning the tip of the device was dangling approximately 1/2 inch from the probe. Nothing was detached inside the patient. The procedure was completed with a third gold probe device. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be fine.

Event description:
Note: this report pertains to the second of two devices used during the same procedure. Manufacturer 3005099803-2015-00065 captures the first device. It was reported to boston scientific corporation that two gold probe devices were used during an upper endoscopy procedure to treat an active gi bleed in the patient¿s stomach on (B)(6) 2014. According to the complainant, during the procedure, when the physician removed the device to clean it after the first pass, he noticed that the tip of the gold probe was missing and had been stripped off. Reportedly, the detached piece was not retrieved as it was expected to pass naturally. A second gold probe was used, however; when it was taken out of the scope for cleaning the tip of the device was dangling approximately 1/2 inch from the probe. Nothing was detached inside the patient. The procedure was completed with a third gold probe device. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be fine.